Event description:
Clinical specialist reported customer had some droplets of insulin in the pump. Clinical specialist stated the customer first noticed insulin in the pump the beginning of (B)(6) 2014; exact date is unknown. Clinical specialist reported she and the customer could see the droplets of insulin through the pump chamber when the cartridge was in the pump. Clinical specialist stated the cartridge did not have any cracks or leaks in it. Customer was able to clean the droplets of insulin out with a cotton swab; there was only a small amount of insulin in the pump. Customer is not sure if there is a leak in the system or not; is not sure how insulin got into the cartridge chamber. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.